Event description:
A report was received that during an ipg revision procedure, the physician noticed an exposed lead. It was unknown if it was device and procedure related. The patient underwent a revision procedure wherein a suture sleeve and medical adhesives were put in over the exposed part. The patient was doing well postoperatively.